Event description:
A baxter representative sent an email to baxter corporate product surveillance to report a ce intermate in which the product burst. According to the report, near the end of the cipro infusion, the inside "balloon" of the container burst. There were about 6 cc's left inside the reservoir. The event occurred during infusion. There was patient involvement but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.